Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds for three consecutive days. It was noted that the rv lead was placed in the atrial port and implanted in the atrium. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.